Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 150 units of insulin. Customer's blood glucose was 113 mg/dl. Customer declined further troubleshooting from tandem technical support.